Event description:
It was reported that the pump of this inflatable penile prosthesis was positioned too high. The pump was explanted and replaced during a concurrent surgery related to the concomitant artificial urinary sphincter. No patient complications were reported.